Manufacturer narrative:
The compromised force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. The occlusion, prime and excessive no delivery test was unable to be conducted due to compromised force sensor system alarm. There was no motor error alarm during test noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm on their insulin pump. The customer's blood glucose level at the time of incident was 260mg/dl. Troubleshoot was conducted. The customer was advised that the device would have to be replaced and returned for analysis.